Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage was noted. While unpacking a 38x2.50mm synergy¿ drug-eluting stent, it was noticed that at the opening of the package the wrapping was perfectly intact however, a mesh of the stent was found to have detached. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged at the mid-section with the stent struts stretched. The proximal & distal ends of the crimped stent were not damaged and were found to be within specifications. A review of the associated batch records; the maximum crimped stent profile measured was within specifications. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was within specifications. The balloons cone profiles were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the mid-shaft 50mm distal from the mid-shaft bond. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage was noted. While unpacking a 38x2.50mm synergy¿ drug-eluting stent, it was noticed that at the opening of the package the wrapping was perfectly intact however, a mesh of the stent was found to have detached. No patient complications were reported.